Event description:
Philips received a complaint from the customer on the v60 indicating that the device powers on and off by itself. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer confirmed that the device will turn itself on and off; unable to turn off unless you unplug and remove the battery. It happens with just ac connected or just battery connected. The rse advised swapping displays. If it resolves the issue it is advised to replace the ui pcba. If it does not, then replace the pm pcba. Advised that if that does not resolve the issue the customer may have to reinstall the original pm pcba until the issue is resolved. No repairs were completed by the field service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. The customer wants to resolve the issue from their end. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.